Manufacturer narrative:
(B)(4). The device was not returned for analysis. The lot history record for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of worsening heart failure, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Date of occurrence has been estimated. Date of implant has been estimated. Attachment, article titled: afterload mismatch after transcatheter mitral valve repair with mitraclip for degenerative mitral regurgitation in acute cardiogenic shock. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report the afterload mismatch observed in a third patient after mitraclip repair in the patient with degenerative mitral regurgitation. It was reported through a research article identifying the mitraclip that may be related to afterload mismatch. Details are listed in the attached article, titled afterload mismatch after transcatheter mitral valve repair with mitraclip for degenerative mitral regurgitation in acute cardiogenic shock. Additional information from the physician was obtained; in the physician's opinion, this article does not pertain to a complaint about the mitraclip therapy.